Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). The report also contains the device evaluation. Hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles, the issue reported by the customer could be confirmed. The ventilator issued multiple disconnection on ventilator side alarms. No harm to the patient was reported. (B)(6) 2025 08:56:06 disconnection on ventilator side alarms 5011. (B)(6) 2025 08:55:50 disconnection on ventilator side alarms 5011. (B)(6) 2025 08:55:20 disconnection on ventilator side alarms 5011. (B)(6) 2025 08:25:32 disconnection on ventilator side alarms 5011. (B)(6) 2025 08:21:02 disconnection on ventilator side alarms 5011. The alarms were caused by a defective servo module. A replacement of the servo module was sent to the end customer. According to the partner, this resolved the problem.

Event description:
Hamilton medical ag received the following event description: during the ventilation of a patient, the ventilator will intermittently alarm disconnection on ventilator side and the flow waveform will disappear in asv mode. All pressure and volume measurements continue to stay accurate and the ventilator still ventilates appropriately. No harm to the patient was reported.